Event description:
It was reported the pt is experiencing discomfort at her scs ipg pocket site in addition to difficulty charging due its location. It was also reported the ipg is superficial. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.